Event description:
The physician was performing imaging of the lesion with an intravascular ultrasound (ivus) catheter in the saphenous vein graph (svg) to the right coronary artery (rca). The lesion was 95% stenosed with no tortuosity or calcification. After imaging successfully, the physician encountered resistance with the imaging catheter in the svg (distal of rca) during withdrawal. The physician stated "felt weird .. Separated", therefore the imaging catheter and guidewire were removed together as a unit. Upon removal, it was noted the distal tip segment of imaging catheter had detached and remained on the guidewire. The physician noted there were no issues to the pt; the pt status was reported to be "fine".